Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the inner bladder of five (5) small volume intermates burst during filling. The devices had been filled with "colimycine 3 mui dans 100 ml nacl 3x/jrs". There was no patient involvement. No additional information is available.